Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat the renal bleed using packing coil lps, ruby coil lps, a non-penumbra microcatheter, and lp system detachment handle (handle). During the procedure, the microcatheter was advanced to the renal bleed/ branch and ruby coil lps were successfully implanted. Subsequently, a packing coil lp would not detach, and the pusher assembly of the coil had bent. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same handle. There was no report of an adverse effect to the patient.